Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to remove medication of tramadol acetaminophen, as an error message was displayed stating that the order did not have a dose amount and the medication could not be removed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the error was no longer active, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issues of the device.